Manufacturer narrative:
The insulin pump monitored for several days. The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected off no power anomalies noted. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received off no power alarm. The customer stated that they had high blood glucose over 600 mg/dl at the time of incident. The customer stated that they received low battery alert prior to off no power alarm. The customer stated that they treated the high blood glucose with manual injection. The insulin pump was returned for analysis.